Manufacturer narrative:
The ca2 reagent lot number was 783185. The expiration date was not provided. The calibration was last performed on 26-jul-2024 and it was acceptable. Qc recovery was within the acceptable range. The field service engineer found that the vacuum nozzle on the detergent position was clogged leading to an overflow of the detergent onto the cells. He cleaned the nozzle followed by a sysclean flush. He then performed mechanism checks and precision studies and they were within specifications. The instrument was performing within specifications. The investigation determined that the root cause was a clogged vacuum nozzle. The service actions (cleaning the nozzle followed by a sysclean flush) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about discrepant results for 3 patients' plasma samples tested with calcium gen.2 (ca2) assay on a cobas 6000 c501 analyzer. Sample 1 (patient 1): initial result: <0.9 mg/dl. The physician questioned the initial result and the sample was then repeated. Repeat result: 8.5 mg/dl. Sample 2 (patient 2): initial result: <0.9 mg/dl. Repeat result: 9.3 mg/dl. Sample 3 (patient 3): initial result: <0.9 mg/dl. Repeat result: 9.2 mg/dl. The customer questioned the initial results for sample 2 and sample 3, therefore, they were not reported outside the laboratory. The repeat results were deemed to be correct.